Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿ mother reported via phone call that the patient had high blood glucose. The customer¿s mother reported that the insulin pump is not working properly. The customer had a blood glucose of 574mg/dl. Patient had a high blood glucose of 462mg/dl. Patient's blood glucose at time of incident was 574mg/dl. Patient's current blood glucose was 365 mg/dl. They will first treat with her pump but because the blood glucose was rising she then treated with a syringe. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The initial report and or supplemental report had the incorrect aware date. The correct aware date is 09-feb-2018.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is 09-feb-2018.